Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The insulin pump had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted however, found corroded motor home switch during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, cracked belt clip slot, scratched case, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.